Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('imbedded in my uterus wall') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), menstruation irregular ("irregular bleeding"), dysmenorrhoea ("dysmenorrhoea/ pain/carmping "), pelvic pain ("pain "), abdominal distension ("my stomach stays bloated and swollen ") and hot flush ("have horrible hot flashes"). At the time of the report, the embedded device, menstruation irregular, dysmenorrhoea, pelvic pain, abdominal distension and hot flush outcome was unknown. The reporter considered abdominal distension, dysmenorrhoea, embedded device, hot flush, menstruation irregular and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('imbedded in my uterus wall') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), menstruation irregular ("irregular bleeding"), dysmenorrhoea ("dysmenorrhoea/ pain/carmping "), pelvic pain ("pain "), abdominal distension ("my stomach stays bloated and swollen ") and hot flush ("have horrible hot flashes"). At the time of the report, the embedded device, menstruation irregular, dysmenorrhoea, pelvic pain, abdominal distension and hot flush outcome was unknown. The reporter considered abdominal distension, dysmenorrhoea, embedded device, hot flush, menstruation irregular and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.